Manufacturer narrative:
(B)(4). The gore® excluder® delivery catheter and non-gore manufactured sheath were received by gore from the facility and an engineering evaluation was performed. During investigation, it was confirmed that the leading end of the catheter had separated from the catheter body at the trailing olive. Visual examination showed that the polyimide guidewire lumen had pulled out of the trailing olive bond. The inside of the trailing olive had imprints from the polyimide guidewire lumen, indicating that the leading end of the catheter had been bonded at the trailing olive. The leading end of the catheter was inside the returned introducer sheath upon return. The findings from the evaluation were consistent with the reported procedural observations; however, the root cause for the catheter separation could not be determined with the currently available information. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, gore introducer sheaths are recommended for use with the gore® excluder® aortic extender component.

Event description:
On (B)(6) 2017, a gore® excluder® aortic extender component (pla320400/16613791) was implanted as part of an endovascular aortic repair. During the procedure, the device was advanced through an 18fr cook introducer sheath, and deployed in its intended position with no resistance or other reported issues. Upon withdrawal of the delivery catheter, it was reportedly noted that the leading olive had become separated and lodged in the hub of the sheath. The sheath was removed and replaced, and the procedure went forward without any further reported complications. The patient tolerated the procedure with no adverse events.